Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was taken to the emergency room at (B)(6) hospital by her mother due to symptoms of nausea and sickness, along with a nighttime blood glucose reading of over 346 mg/dl. The pod had been worn on the leg for between 5 and 24 hours. At the hospital. Ketone levels were measured at 1.6 mmol/l, and the patient was diagnosed with mild ketoacidosis and hyperglycemia. At the hospital, initial treatment with an insulin pen (1.5u novorapid) did not effectively lower the blood glucose level. A new pod was applied in the hospital, after which insulin delivery resumed properly, and glucose levels began to decline. The visit lasted approximately four hours. Additionally, the patient's mother reported that the dexcom g6 sensor had to be replaced due to an empty battery in the transmitter. The pod also had to be changed, as it was no longer connecting with the transmitter. Dexcom has been notified.